Event description:
On (B)(6), 2010 the patient contacted animas to report he obtained elevated blood glucose readings. On (B)(6), 2010 at 10:00 pm the patient obtained the blood glucose reading of 583 mg/dl, and he experienced the symptoms of nausea, irritability, headache and blurred vision. On (B)(6), 2010 at 12 midnight the patient's reading was 440 mg/dl, at 7:33 am his reading was 394 mg/dl and at 12:00 pm his reading was 290 mg/dl. The patient reported he had reused insulin cartridges past their expiration dating, and had not taken any boluses between (B)(6), 2010. The patient had also not tested his blood glucose levels for a week, as he had run out of test strips. Troubleshooting revealed all pump settings and programming were correct, and there were no issues with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by knowingly using expired insulin cartridges in the pump. The patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia after this event, therefore this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.